Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The patient manipulated the device enough to twist the leads. This rv lead was surgically abandoned. No additional adverse patient effects were reported.